Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority (max air exceeded) alarm occurred on an amia automated pd cycler. The patient was connected at the time of the alarm. This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. During troubleshooting, it was determined that an unspecified solution bag disconnected from the unspecified cassette tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: an alarm indicative of a potential malfunction of the disposable set was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the tubing of the amia set and the solution bag, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.